Manufacturer narrative:
Final product manufacture and qc record for cov3100001. No abnormal issue was found in manufacturing process, technical testing and quality control inspection, and the manufacturing process is complied with dmr. The test results of retention samples from cov3100001 can meet the qc criteria. We have not found the complaint issue from the retained cassettes. The complaint is not verified in this follow-up report, the following information has been updated from the initial report upon completion of the internal investigation. The following fields are updated: b4, "date of this report" - date of follow-up report g6, "type of report" - follow-up #1 h2, "if follow-up, what type?" - updated to "additional information" and "device evaluation" h6 "adverse event problem" - event problem and evaluation codes such as "investigation findings" and "investigation conclusions" are added per investigation. H10 "additional narrative/data" - added manufacturer's narrative.

Event description:
Invalid result. We got a call from a customer that is having an issue with 1 flowflex covid 19 antigen test kits. The customer just purchased the test kits from publix, so this is an out of box issue. When the customer performed both the tests correctly, she got nothing next to the t-line, and nothing next to the c-line. Customer performed the test correctly with 4 drops of the buffer solution into the s-well and waited the 15 minutes. The customer was not able to send us a picture of the test cassettes. I advised the customer that I will be forwarding the information to the complaint team for review. Customer will await an email back from acon labs.

Event description:
Invalid result. We got a call from a customer that is having an issue with 1 flowflex covid 19 antigen test kits. The customer just purchased the test kits from publix, so this is an out of box issue. When the customer performed both the tests correctly, she got nothing next to the t-line, and nothing next to the c-line. Customer performed the test correctly with 4 drops of the buffer solution into the s-well and waited the 15 minutes. The customer was not able to send us a picture of the test cassettes. I advised the customer that I will be forwarding the information to the complaint team for review. Customer will await an email back from acon labs.

Manufacturer narrative:
The current complaint is pending investigation from our contract manufacturer, and we will provide follow up MDR upon investigation completion such as review of batch records or testing of retention samples. Any additional information received by acon may be provided to FDA in a follow up MDR.